Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on june 7, 2018, it was reported that the device was not cutting skin smoothly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was february 18, 2011 where it was reported that the device required calibration and the bearings were replaced. This is not a related issue. Product review of the air dermatome on august 28, 2018 revealed that the 4 inch, 3 inch, and 2 inch width plates were all dinged in the graft collection area. The control bar was nicked, the head, neck, and hand piece were all pitted and dinged. The throttle lever was tight and the control bar lever was loose. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the control bar and head were nicked. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar and head were nicked. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that device was not cutting skin smoothly. No adverse events were reported as a result of this malfunction.